Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged event of necrotic tissue found in wound is related to infov.a.c.¿ therapy system. It is unknown at this time if the amputation below the knee or the antibiotic treatment was related to the alleged event. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On oct 6 2017, the following information was reported to kci by the nurse: when removing the dressing from the patient's wound they found necrotic tissue. On (B)(6) 2017, the following information was reported to kci by the nurse: they could not say if infov.a.c.¿ therapy unit caused or contributed to the deterioration of the wound. The patient was taken to the operating room and the wound was debrided by the physician to remove the necrotic issue. She did not have the exact date of when the wound was debrided. On nov 1 2017, the following information was reported to kci by the nurse: the patient had a below the knee amputation on (B)(6) 2017 and the patient was currently waiting for a plastic flap surgery to be performed. It is unknown if medical intervention was required to prevent worsening of the situation related to the kci product. She also, reported the patient had surgical debridement, antibiotic treatment (type not specified), and the kci product was discontinued. On jul 31 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit with power cord passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On oct 24 2017, the device with power cord was tested per qc procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.